Event description:
The customer reported that the system intermittently would reboot itself and then would not boot up at all. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system and the system interface board was replaced. The system was then found to be operating as intended.